Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two xtw clips were implanted, reducing mr to a grade of 2. On (B)(6) 2023, the patient returned to the hospital with a symptom of heart failure. Echocardiography showed the second implanted xtw clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. Roughly a few days later, the patient underwent mitral valve replacement (mvr). No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr and subsequent heart failure appears to be related to the slda. Mr and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. D6: date of explant estimated.